Event description:
It was reported that after the pt was taken off of support due to worsening medical conditions, clots were observed in the oxygenator. The pt subsequently expired. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The customer confirmed that the clot in the oxygenator had no relation to the pt's worsening condition or subsequent death. The oxygenator was reported by the customer to be flowing and functioning within normal parameters. The oxygenator was returned for eval; however, its clotted condition precluded further testing. A review of the production and coating records for this lot number showed no non-conformances.